Event description:
It was reported that during the deep brain stimulation (dbs) implant procedure the cannula was placed. Prior to the lead being inserted, an intraoperative scan showed the cannula was 5cm beyond the targeted structure. The cannula was removed and the patient sent for further imaging. There was no bleeding but possible damage to the 6th and 7th cranial nerves. Additional information was received that the patient exhibited double vision and some facial palsy post-procedure. The cannula is not a bsc device. The patient was sent for further imaging and status is unknown.

Event description:
It was reported that during the deep brain stimulation (dbs) implant procedure the cannula was placed. Prior to the lead being inserted, an intraoperative scan showed the cannula was 5cm beyond the targeted structure. The cannula was removed and the patient sent for further imaging. There was no bleeding but possible damage to the 6th and 7th cranial nerves.